Event description:
It was reported that during the use of the device for a non-clinical activity, the unit had left a puddle of water on the floor. The unit was left overnight to make ice. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr had finished preventative maintenance (pm) on unit. The fsr noticed the cardioplegia pump leaking and replaced the pump. The unit operated to MFR specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.